Manufacturer narrative:
The pump was received with button error alarm and unresponsive act and up buttons due to corroded keypad traces. There was no moisture damage on electronic assembly during visual inspection. The pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked case at the reservoir window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump was wet in the bath, and is no longer working. The customer states they received button error. The customer's blood glucose level at the time of incident was 161mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.